Event description:
It was reported that patient, the second time chemotherapy, vessel of the patient is good. On (B)(6) 2013, basilic catheter on the right side under ultrasound. The patient was inserted and cared in other hospital before, and was cared in this cancer hospital for the first time. Chief complaint of the patient is pain in the arm. Then the catheter was removed and outflow was found 3cm above the puncture point. Therefore, removed the catheter.

Manufacturer narrative:
The manufacturer has rec'd the sample and will be evaluated. Results are expected soon.